Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used for colonoscopy during a polypectomy procedure performed on (B)(6) 2024. During the procedure, when the device was connected to the erbe machine, it did not create heat. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.